Event description:
On (B)(6) 2018, osteomed was notified of an incident with the 2.4 mm x 10 mm cannulated headless screw (p/n 317-2410). Per the distributor, while the surgeon was trying to fully seat the 2.4 headless screw, the tri-lobe driver began to turn without resistance and when he pulled the driver stem out of screw head, and examined the head of the screw, he stated that it had "stripped." The surgeon then, in an effort to remove the screw, had to cut the head of the screw off and begin an extraction procedure to get the rest of the implanted screw body out. He was able to successfully get the rest of (body of the screw) it out of the patient. He used 1 cc of dbm to fill in the void left by the screw removal process and put an hps plate and corresponding screws on top of the void to reduce the fracture which was the initial plan. The surgeon stated that it was a good reduction of fracture and that he fully expected a good outcome for the patient.

Manufacturer narrative:
The root cause of this complaint is related to surgical technique. Per the information provided, an initial pilot hole was created with a 1.7mm cannulated drill. However, irrigation was not used. Upon feeling resistance, per the osteomed labeling, the insertion should have been stopped insertion, backed out the screw, drilled a second, larger pilot hole with irrigation, and then reinserted the screw. There was no lot number provided. Therefore, a review of the device history record for this lot could not be performed. A 10-year review (product life span) did not show any capas involving this screw. A two-year review did not show any ncrs for this screw. A two-year review of complaints revealed only one additional complaint within this screw family for this issue. The risk of a cannulated screw head stripping is covered under the fmea. The severity has a rating of 1. Per the risk procedure, a rating of 1 indicates a "negligible" (inconvenience or temporary discomfort) severity level, and the final risk rating is "low". This issue will be monitored through routine trending.